Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when high voltage lead impedance was observed to be high. The lead was capped during device change out. The patient condition was stable.